Event description:
Customer reported 'collimator potentiometer error' on mainframe console after system boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the mainframe power supply 1 output from 4.99 vdc to 5.08vdc. Esd kit inspected and functional. Replaced fluoro functions pcb. Erased and reloaded flash memory. Replaced collimator as precaution. Calibrated collimator stops and normal/mag modes. Verified collimator iris/leaves open and close with no errors. System is operating as intended.